Event description:
It was reported that a patient underwent an ablation procedure with an ngen generator, and when the ablation started, the pedal was stuck. The cable was changed first, with no response. Rebooting the ngen console and monitors, did not resolve the issue since the pedal was still stuck. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the catalog/model number and serial number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Multiple attempts have been completed to obtain serial number; however, no response has been received. Since the serial number was not provided for analysis, no equipment failure analysis can be conducted and no determination of possible contributing factors could be made. As a result, we are closing this investigation. If the serial number of the equipment or additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).